Manufacturer narrative:
The incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this unit could not be completed as no lot number was provided. The exact root cause of the event remains unknown. Based on similar customer experiences, clips may scissor and may lead to a severed artery if the application structure size, or the clip application depth prevent the clip toes from meeting during clip closure. In addition, the probability of clip scissoring increases if the clip is not applied perpendicular to the intended structure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Although the root cause of the experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member, december 15, 2015: "the product was being used in the patient at the time of the event and to my knowledge an intervention was not required. Their were no photos from this procedure." Additional information received via email from applied medical team member, december 21, 2015: "a clip was in the jaw and a clip scissored."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Lap chole: "the doctor said the clip severed an artery when it was fired." Patient status "good."